Event description:
The patient presented to emergency room following symptoms their condition. The cardiac monitor was interrogated and episodes of noise were observed. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.